Event description:
A us distributor reported that an electrode belt's gel was not fully deployed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gel not fully deployed) was isolated to the distribution node (dn) to rear cable being cut with broken wires causing it to not run detect and treat testing. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.